Manufacturer narrative:
Information not available, device not returned for analysis.

Event description:
It was reported that the 4-40 stud was broken of the handpiece. No other information was provided. No patient consequence was reported.